Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect component is not available for return. Due to the part not being available to be returned, no further evaluation can be complete at this time.

Event description:
The customer reported while using vela ventilator; the device displays vent inop alarms. The determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported no patient involvement associated with the event.

Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the main pcba and performed a failure investigation. The reported issue was duplicated and was isolated to a solenoid failure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated and isolated to a solenoid failure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.